Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the fenestrated bipolar forceps instrument was found to have a broken conductor wire. The procedure was completing as planned with a backup instrument of the same kind. No known impact or patient consequence was reported. It was unknown whether any fragments fell inside the patient.